Manufacturer narrative:
Bayer service performed a system service check out of the medrad® arterion injection system (sn (B)(6)) at which time the injector head was replaced in order to return the system to normal operation. Bayer product analysis received and examined the returned injector head. A review of the injection history on the date of the alleged incident ((B)(6) 2022) found two (2) injections were completed in which the programmed and actual volumes delivered were 4ml. No discrepancy between programmed volume and actual volume delivered was found. Functional testing of the returned injector head using the customer's desired injection parameters, as well as additional high and low pressure injection scenarios, found the injector head performed to specification. No error messages were presented, and the volume delivered was equal to the programmed volume. Bayer product analysis determined that there is insufficient evidence that a device fault contributed to the reported event. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported that an alleged over infusion of contrast had occurred while an inpatient was connected to a medrad® arterion injection system. The customer report stated that a 2-month old female patient weighing 4kg (8.8lb) with a history of suspected sticklers syndrome, respiratory distress, failure to thrive, ventricular septal defect (vsd), and patent ductus arteriosus (pda) was undergoing a diagnostic heart catheterization for possible pda closure. The customer alleged that during the procedure, the injector displayed an error message and continued to inject resulting in more contrast being delivered than what the customer believed the protocol was set for. The patient suffered an acute kidney injury (aki) which was resolved with fluid restriction. The patient is reported to be doing well.

Manufacturer narrative:
Bayer service performed a system service check out of the medrad® arterion injection system (sn (B)(4) at which time the injector head was replaced in order to return the system to normal operation. Based on the limited information, we are unable to determine the root cause of the alleged issue. The replaced equipment is being returned to (B)(4) for full evaluation. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.